Event description:
Customer reported that a negative reaction appeared positive, but was given a negative interpretation on the echo using capture-r ready screen 3. Customer stated that the patient had a negative antibody screen, but when repeated had a positive screen. Customer stated that the negative screen appeared positive visually (1+).

Manufacturer narrative:
Review of the instrument images shows optimal alignment; all camera calibration values are within the expected range advised customer that according to the package insert, passively acquired anti-d may or may not be detected using capture technology.